Event description:
It was reported that the monopolar curved scissors instrument "tip" is broken. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer complaint, engineering observed the plug riser snap tabs to be broken, enabling the instrument housing to be easily removed. Engineering also observed the distal end of the main tube to have various deep scratches concentrated on one side of the tube with material removed. Scratch marks are not aligned with the tube axis. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.